Event description:
During the prep of the ablation catheter, the steering mechanism of the catheter was not working. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for ablation catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).